Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was repeatedly failing due to the latch sensor not being properly seated in the catch. A field service engineer (fse) removed the catch and correctly installed the latch sensor to ensure proper alignment. The fse then verified the repair using diagnostics and confirmed that the drawer was functioning properly. Customer successfully tested drawer in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer repeatedly failed, required users to perform recovery procedures multiple times to restore functionality. The customer reported that the drawer continued to experience intermittent failures despite repeated recoveries. The customer was unsure whether the issue may be related to a faulty sensor or another hardware-related component. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.